Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the innova stent delivery system (sds) was received with no original packaging or other devices. The inner shaft, handle, rack and tip were intact with no damage. The stent was partially expanded, a length of 25mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the non-tortuous superficial femoral artery (sfa). After a 0.35mm amplatz wire crossed the lesion, predilation was performed. A 7 x 200 x 130 innova¿ stent was advanced to treat the lesion but only a third of the stent was able to be deployed. The procedure was completed with another innova stent of shorter length. No patient complications were reported and the patient's status was good.